Event description:
The asset visera elite ii video system center was returned to the service center. There was no reported allegation of any malfunction associated with the device. Upon inspection and testing of the device, the service technician found the device failed the light intensity test due to (led) light emitting diode unit failure. There was no patient involvement reported.

Manufacturer narrative:
The evaluation confirmed the device failed the light intensity test due to (led) light emitting diode unit failure. Additionally, the front panel of the device was cracked with deformation to the external top cover. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the light output of the main lamp was low because the light source unit was defective. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.